Manufacturer narrative:
(B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. During preparation of an 5 x40 x130 innova¿, a .35mm non bsc wire became entrapped on the stent and inadvertently the stent deployed. Another stent was selected for use to complete the procedure. No patient complications were reported and the patients status is fine.